Event description:
It was reported that externalized conductors were observed above the rv coil via diagnostic imaging. No electrical anomalies were detected. The lead was capped and replaced. The procedure went well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.